Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed high battery resistance. As received the pump reservoir was empty and in the minimum rate infusion mode. The pump continued to reset during decontamination process. No dispense or battery command testing could be performed. Hybrid and motor function passed when tested with a good battery source. Battery resistance testing failed with a high resistance of 476 ohms. The pump's log revealed multiple resets and low battery resets on (B)(6) 2016 and that the pump was in safe state on (B)(6) 2016. As per the pump's log, hydromorphone with concentration 15.0 mg/ml was being administered at a minimum dose rate of 0.093 mg/day as of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2016-oct-12. It was noted that there were no patient symptoms reported. The pump was set to deliver at minimum rate until replacement was possible. The pump was replaced on (B)(6) 2016 and returned for analysis. The issue was considered to be resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving hydromorphone 15mg/ml at 3.011mg/day via an implanted pump. Indication for use was noted as non-malignant pain and cervical/neck. It was reported that there was a confirmed audible pump alarm. The patient's pump had low battery, safe state and reset that occurred on (B)(6) 2016 at 8:30pm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.